Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a procedure a parameter change was made on the diagnostic mobile programmer application but not accepted. At the time the patient connector was at a distance of 1 meter from the device and the patient connector had to be moved closer to the device to continue. No patient complications have been reported as a result of this event.